Event description:
The device was received by the allergan (B) (4) lab, and there is no indication for why device was removed. The ring and port sections were circled on the device diagram of the pfn. Further follow up from the physician notes that the device was returned due to a suspected leak.

Manufacturer narrative:
Taper ii. Analysis of the device notes a smooth linear opening with leakage on the shell consistent with wear and tear. Missing material was noted in the damaged port septum. The buckle was broken with striations consistent with surgical damage which may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."